Event description:
A customer reported there was no display on the screen and the laser was not working. The timing of the event is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. However, the company representative did not indicate finding any issues with the laser not working. The central processing unit (cpu) was replaced to address the first issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 14, 2001. Based on qa assessment, the product met specifications at the time of release. No problem was found with the reported event of laser not working. Therefore, the root cause cannot be determined conclusively. (B)(4).